Manufacturer narrative:
Pump received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Unit was received with scratched lcd window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked on battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump had a reoccurring button error alarm. No further information reported.